Manufacturer narrative:
Serial # (B)(4) since incorrect serial numbers were originally submitted for this patient.

Event description:
Additional information received from the patient reported a loss of therapy. They stated they had much better results during the evaluation.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that there was a loss or change of therapy. The patient was leaking several times a day. Therapy was not on. They turned therapy on and the patient was on .7 volts. The issues started yesterday, (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.